Event description:
It was reported that on (B)(6) 2010, due to a lesion identified on angiography, the patient underwent the index procedure with the deployment of two non-abbott drug-eluting stents to the mid left anterior descending artery (lad). Residual stenosis was 0% with timi post 3 flow. On (B)(6) 2010, the patient received the study medication clopidogrel at a dosage of 75mg. On an unknown date, the patient was started on aspirin at a dosage of 75mg. On (B)(6) 2010, the patient was discharged from the index hospitalization. On (B)(6) 2011, two promus des stents were deployed to the proximal lad (3.5x24 mm) and the mid lad (2.75x28 mm). Both implants had a residual stenosis of 0% with timi post 3 flow. The patient was discharged home on (B)(6) 2011. On (B)(6) 2011, after numerous interventions on coronary arteries, the patient was admitted to hospital due to recurrence of angina. On admission the patient was in good general condition. The coronary angiography revealed a sustained outcome of the coronary angioplasty of the right coronary artery (rca) from (B)(6) 2010 and a 70% de novo stenosis in the ostium of the left anterior coronary artery, and restenosis in the des implanted in the left anterior descending branch (lad) in (B)(4) 2010. As a result an ad hoc coronary angioplasty of both lesions in the lad was performed with deployment of two promus des stents. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional promus referenced in being filed under a separate medwatch report.